Manufacturer narrative:
Per direction by FDA in a letter dated, july 20, 2018, this emdr is being filed to submit new information obtained based on the complaint investigation results. The initial report for this event was submitted in the quarter 1 2018 asr report. However, supplemental reports regarding the asr are no longer being accepted. It was agreed upon with the FDA that the date of awareness would be the date of the letter received, which is july 20, 2018. Received only catheter. The investigation was unconfirmed due to the problem could not be reproduced. Per visual evaluation, the catheter was not bent only a kink in the lumen was found. Dissected the catheter and found no conditions that would contribute to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: (precautions for use) since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the funnel of catheter was inflated when water was injected into the balloon during a pretest. According to the facility, the shaft was found to be bent. They alleged that there was a kink in the catheter. Reason for report: investigation results. Report ID number: (B)(4). Initial asr report submitted: quarter 1/2018. Corresponding exemption number: e1997042.